Event description:
This lead was attempted to be implanted on (B)(6) 2012. It was not used as it was not sensing well. The procedure took place at (B)(6) with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).